Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 200 mg/dl compared to readings of 19 mg/dl respectively obtained on a built-in precision meter and the results, when plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was downloaded successfully. Sensor state 7 with event log 11 and 193 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. Event log 193 was logged because of the sensor disconnecting from the app due to the sensor terminating. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This serves as a correction report. Section h11 ( additional mfg narrative) was incorrectly updated in the previous reports. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 200 mg/dl compared to readings of 19 mg/dl respectively obtained on a built-in precision meter and the results, when plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, event log 193 is an normal event detected by the sensor and is considered a normal occurrence, hence will not cause the sensor to terminate prematurely. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), no issues were observed. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Performed a source measure unit (smu) test to check that the returned sensor's electronics were functioning properly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 200 mg/dl compared to readings of 19 mg/dl respectively obtained on a built-in precision meter and the results, when plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, event log 193 is an normal event detected by the sensor and is considered a normal occurrence, hence will not cause the sensor to terminate prematurely. Sensor state 7 with event log 11 and 193 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. Event log 193 was logged because of the sensor disconnecting from the app due to the sensor terminating. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), no issues were observed. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Performed a source measure unit (smu) test to check that the returned sensor's electronics were functioning properly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This serves as a correction report. Section h11 ( additional mfg narrative) was incorrectly updated in the previous reports. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 200 mg/dl compared to readings of 19 mg/dl respectively obtained on a built-in precision meter and the results, when plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.